Event description:
It was reported that the balloon reservoir of a small volume infusor did not deflate which indicated that the medication delivery had stopped unexpectedly. This occurred during the early stages of patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured between june 6, 2023 - june 8, 2023. H11: the device was received for evaluation. The device was empty of fluid; however, the distal luer was observed to be open and fluid was inside the bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional flow testing, and the product performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.